Manufacturer narrative:
Patient identifier ID (B)(6). The field service engineer (fse) adjusted the alignment of the ict assembly to be lower at the cuvette on alinity c processing module. A review of serial number (B)(4) service assembly part number history found no additional contributing factors on or around the date of the current complaint and no additional discrepant ict assay results have been reported since the fse adjusted the alignment of the ict assembly. A review of complaint and trending data for the ict assembly did not identify an issue or adverse trend. No nonconformance records for the ict assembly were identify. A review of alinity c processing module tracking and trending data revealed no issues related to the current complaint. There is no indication of an adverse trend involving the erratic result rate for the alinity c-series processing module. Information in the alinity ci operations manual and service documentation provide adequate information regarding specimen result flags, operational precautions and limitations of result interpretation, maintenance, component replacement, ict assembly alignment, and troubleshooting for the reported issue. No product deficiency was identified.

Event description:
The account generated false depressed alinity c chloride of 62.3 mmol/l that repeated 106.4, 105.1 mmol/l on sid (B)(6). No impact to patient management was reported.